Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2017v and the lens was stuck in the injector while advancing. The lens was not implanted and there was no patient contact or injury.